Event description:
Consumer complaint of blood results reading "hi." Performed a blood test at the time of the call and the meter displayed hi. The customer just finished eating, drinking, and taking all of her medicines. I advised the customer to wait at least two hours to run a blood test, to get a result.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value

Manufacturer narrative:
(B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/07/2014).